Manufacturer narrative:
Date of event: used the first day of the month of aware date, as event date was not provided.

Event description:
(B)(6) registry. It was reported that the patient died. In (B)(6) 2019, the subject was referred to cardiac catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the mid left anterior descending (lad) artery with 90% stenosis with unknown timi flow and was 30 mm long and a reference vessel diameter of 2.3 mm. The target lesion 1 was treated with pre-dilatation and placement of a 2.50 mm x 38 mm synergy stents system. Following this intervention post dilation was performed with 0% of residual stenosis and unknown timi flow. Additionally, the subject was implanted with a drug eluting stent for unplanned inadequate lesion coverage. Three days later, the subject was discharged on aspirin and ticagrelor antiplatelet medication. On an unknown date, the subject died. The primary cause of death was unknown and no other action was taken to treat the event. It is unknown if autopsy was performed.